Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During drain 2 of therapy in (B) (6) 2008, a home patient had an ultrafiltration (uf) of 651ml. This indicates that the home patient drained 2651ml following a fill volume of 2000ml (2000ml+651ml=2651ml).

Manufacturer narrative:
(B) (4). Additional 510(k)#: k923065. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill identified during evaluation. Based on a review of the available log data, it was determined that the probable cause of this overfill was insufficient drain: false empty detect at initial drain and at previous therapy last drain.